Event description:
It was reported the patient never had therapeutic effect following a fall or some other form of trauma. Low out of range impedance values were reported. Electrodes 1 and 2 were less than 50. The manufacturer representative attempted programming around the electrode but the coverage was not what the patient needed. At the time of the report, the patient was at the clinic in fair condition. The patient is scheduled for revision surgery. Additional information has been requested from the hcp, but was not available as of the date of this report.